Event description:
Emergency medical ambulance crew made the scene of an unresponsive patient. They used an adult nio device (15g io) to gain io access. The firing of the nio was successful in the left humeral head, bone marrow present and able to flush. Crew went to stabilize the needle and the plastic part that connects to the stabilizer was not present and had fallen off of the nio device. Crew was able to stabilize the nio needle using roller gauze. FDA safety report ID# (B)(4).